Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this device was explanted due to oversensed noise resulting in inappropriate shocks. The right ventricular (rv) lead had suspected insulation damage. Surgical intervention was performed and the lead was capped while the device was replaced. No additional adverse patient effects were reported.